Manufacturer narrative:
Trackwise # (B)(4). B5 correction: event description has been updated. H6 correction: device codes changed to fitting problem. The device was returned to the factory on 08/03/2020. An investigation was conducted on 08/26/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred material was observed on the heater wire. No visual defects were observed on the heater wire or the gray silicone jaws. The cannula was not returned for evaluation. A mechanical evaluation was conducted. The harvesting device was inserted into a reference cannula. There was no resistance detected upon inserting the harvester into the cannula. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. A lot history record review was completed for lots 25150858, 25150938 and 25151671 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3500, customer had an issue with the cutting tool getting hung up in the harvesting cannula. It appears this was caused by a tolerance issue and not by the o ring. This problem was intermittent. The procedure was completed with the same device without harm to the patient and the case was successful. The jaws worked, the power worked, the harvesting tool was able to advance and retract however at times it would stick during advancing. This was intermittent but not common. It seems like the tool catches on something inside the cannula.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3500, customer had an issue with the cutting tool getting hung up in the harvesting cannula. It appears this was caused by a tolerance issue and not by the o ring. This problem was intermittent. The procedure was completed with the same device without harm to the patient and the case was successful.